Event description:
It was reported that an 8110 syr was affected by syringe sizer recall and unit is also affected by r090 syr pca gripper recall 2017. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.